Event description:
It was reported that the lead helix was extended slowly. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of helix anomaly was confirmed in the laboratory. Analysis found that the helix had been contaminated with med a.